Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6). He reported that he manages his diabetes with insulin (self-adjuster), and due to the alleged meter issue, he was guessing how much insulin to administer. The patient alleges that after the product issue (time unknow), he developed symptoms of ¿dizziness, urge to urinate¿, which he attributed to having a high blood glucose. He denies receiving or requiring any treatment for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.